Event description:
It was reported that an angled star- screwdriver broke during a cervical inter-body fusion while drilling to remove a screw. The moving mechanism on the angled part of the driver broke. A second screw driver was then used and the moving mechanism on the angled part of the second driver broke and the screw driver became stuck in the holding sleeve. There were fragments from the two incidents; all fragments were removed from the patient. The hospital had a third back-up screwdriver and continued the procedure. The procedure was completed without delay and with no patient harm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product evaluation investigation: one angled stardrive screwdriver (t8) with sleeve (part 03.617.900.001), one inner shaft for angled screwdriver (part 03.617.905, lot 8571985), and one sleeve for angled stardrive screwdriver (part 03.617.972, lot 8364335) were returned for the articulating end of the driver breaking during a cervical interbody fusion. Both the 03.617.900 and 03.617.905 drivers are used for inserting zero-p screws when patient anatomy does not allow use of the straight instruments. The complaint description states ¿the surgeon was drilling to remove a screw and the screwdriver broke doing the surgery.¿ it is likely that the surgeon was attempting to remove a screw with angled screwdrivers 03.617.905 and 03.617.900. The zero-p technique guide specifies use of the stardrive screw driver shaft, 03.617.902, or the conical extraction screw, 03.617.971s, for screw removals. Additionally, the angled screwdrivers should be used with a 1.2nm torque limiting attachment when tightening screws. This prevents the drivers from breaking as shown in mechanical test. It is only assumed the instrument was being used for removal and so the exact root cause is indeterminate. The breakage of the drivers caused the tip to bend outward, causing it to no longer fit inside sleeve 03.617.972. The angled screwdrivers are used for inserting screws when the patient anatomy does not allow use of the straight instruments. The complaint description states ¿the surgeon was drilling to remove a screw and the screwdriver broke doing the surgery.¿ if the angled drivers were used in an attempt to remove screws, it may have contributed to the breakage. The usage of the drivers cannot be confirmed and so the root cause is indeterminate. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: the lot number has been reported, a service history review has been requested. Device returned. The device was returned for evaluation, an evaluation is in progress. Corrected data: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received on nov. 11, 2014, the surgery was delayed 5 minutes, the patient was unharmed.

Manufacturer narrative:
Service history review: lot 8571985: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.